Manufacturer narrative:
(B)(4). The insulin pump passed the self test and displacement test. However, pump received with a high sleep and active current measurement test and low battery alarm occurred when monitoring for 24 hours, problem isolated to the electrical board. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.